Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Troubleshooting revealed high impedances. As a result, surgical intervention was undertaken wherein the extension was replaced to address the issue.